Event description:
Customer reported having high blood glucose. The customer's blood glucose was 485 mg/dl. He stated he has not treated his blood glucose and wanted to troubleshoot for his insulin pump. Troubleshooting found the customer's drive support cap appeared to be normal. The customer also had symptoms of high blood glucose such as exhaustion, excessive urination, and thirst. Customer also stated there was large air bubbles inside his reservoir. Customer also reported there was no leak present on his insulin pump and that the insulin pump passed the high pressure test. Customer's bolus wizard settings were also correct and there was no bent cannula. Customer was advised to change out his infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).